Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional on 2019-nov-22. It was reported that there was no device issue and the patient was describing an event in which the pump stopped due to the end of life of the device. The patient had the device for 7 years and needed it replaced. The device was replaced in 2013 and the issue was resolved. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indications for use were noted to be non-malignant pain, failed back surgery syndrome and spinal pain. It was reported that the patient experienced "the pump stopping before and it was terrible." She couldn't provide a date for when this happened or any other details. She later stated that "the pump may have stopped during the trial." Information was reviewed with the caller and she did not acknowledge it. No further complications were reported.